Event description:
It was reported that the customer had blood at site and a high blood glucose level. The customer's blood glucose level was 499 mg/dl. Customer states she treated for the high blood glucose with the insulin pump. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used sensor and found insertion needle bent in sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.